Manufacturer narrative:
A partial lead with the distal tip measuring 52.7cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead was explanted and replaced due to high capture threshold and high pacing lead impedance. Patient was stable post procedure.